Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder") and menorrhagia ("abnormal bleeding menorrhagia") in an adult female patient who had essure (batch no. B30423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and anxiety. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since march 2013 and methylphenidate hydrochloride (ritalin) from 2014 to 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced hyperhidrosis ("hormonal changes describe: sweating"), mood swings ("mood swings"), temperature intolerance ("hot/cold sensitivity"), vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), nausea ("nausea,") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pain ("pain"), dizziness ("dizziness/lightheadedness"), alopecia ("hair loss"), anxiety ("anxiety"), migraine ("migraines"), tooth disorder ("dental issues"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain") and weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with ondansetron hydrochloride and surgery (ablation, and right salpingectomy with hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, dizziness, alopecia, weight increased, anxiety, migraine, tooth disorder, vaginal discharge, dyspareunia, hyperhidrosis, mood swings, temperature intolerance, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, nausea, fatigue and weight decreased outcome was unknown and the genital haemorrhage, pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, bladder disorder, cystitis, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hyperhidrosis, menorrhagia, migraine, mood swings, nausea, pain, temperature intolerance, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she had surgery to remove the essure in 2015 and in 2016 current weight 106 lbs. Approximate weight at the time of essure placement 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2018: new pfs received- new events added: hormonal changes describe: sweating, mood swings, hot/cold sensitivity, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type:bladder/urinary, bladder or urinary problems or changes, nausea,dysmenorrhea (cramping),fatigue, weight gain / loss specify which one:weight loss, abdominal pain were added.lot number , new reporter were added.outcome of events cramping, pain, bleeding from unknown to recovered/resolved were updated.concomitant drugs were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder") and menorrhagia ("abnormal bleeding menorrhagia") in an adult female patient who had essure (batch no. B30423) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety and unspecified postpartum hypertension. Concurrent conditions included right lower quadrant pain and ovarian cyst. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6)2013 and methylphenidate hydrochloride (ritalin) from 2014 to 2016. On (B)(6)2013, the patient had essure inserted. In (B)(6)2014, the patient experienced hyperhidrosis ("hormonal changes describe: sweating"), mood swings ("mood swings"), temperature intolerance ("hot/cold sensitivity"), vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia (seriousness criterion medically significant). In (B)(6)2014, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and fatigue ("fatigue"). In (B)(6)2014, the patient experienced dyspareunia ("pain during intercourse"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), nausea ("nausea,") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pain ("pain"), dizziness ("dizziness/lightheadedness"), alopecia ("hair loss"), anxiety ("anxiety"), migraine ("migraines"), tooth disorder ("dental issues"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain") and weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with ondansetron hydrochloride and surgery (ablation, and right salpingectomy with hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, autoimmune disorder, dizziness, alopecia, weight increased, anxiety, migraine, tooth disorder, vaginal discharge, dyspareunia, hyperhidrosis, mood swings, temperature intolerance, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, nausea, fatigue and weight decreased outcome was unknown and the genital haemorrhage, pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, bladder disorder, cystitis, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hyperhidrosis, menorrhagia, migraine, mood swings, nausea, pain, temperature intolerance, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she had surgery to remove the essure in 2015 and in 2016. Current weight 106 lbs. Approximate weight at the time of essure placement 140 lbs. Hsg shows gap between inner coil and distant cornua. Essure placed into right tube with 5 coils visible. Essure then place into left tube with 4 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6)2014: total bilateral occlusion the right essure device is adequate in position with occlusion of the right fallopian tube.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), menorrhagia ("abnormal bleeding menorrhagia"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. B30423) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety and unspecified postpartum hypertension. Concurrent conditions included right lower quadrant pain and ovarian cyst. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2013 and methylphenidate hydrochloride (ritalin) from 2014 to 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), hyperhidrosis ("hormonal changes describe: sweating"), mood swings ("mood swings"), temperature intolerance ("hot/cold sensitivity") and vaginal haemorrhage ("abnormal bleeding (vaginal"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), nausea ("nausea,") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pain ("pain"), dizziness ("dizziness/lightheadedness"), alopecia ("hair loss"), anxiety ("anxiety"), migraine ("migraines"), tooth disorder ("dental issues"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and urinary incontinence ("bladder or urinary problems or changes: I would pee my pants") and was found to have weight increased ("weight gain") and weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with ondansetron hydrochloride and surgery (ablation, and right salpingectomy with hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, dizziness, alopecia, weight increased, anxiety, migraine, tooth disorder, vaginal discharge, dyspareunia, hyperhidrosis, mood swings, temperature intolerance, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, nausea, fatigue, weight decreased and urinary incontinence outcome was unknown and the menorrhagia, genital haemorrhage, pain, vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, bladder disorder, cystitis, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hyperhidrosis, menorrhagia, migraine, mood swings, nausea, pain, temperature intolerance, tooth disorder, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she had surgery to remove the essure in 2015 and in 2016 current weight 106 lbs. Approximate weight at the time of essure placement 140 lbs. Hsg shows gap between inner coil and distant cornua. Essure placed into right tube with 5 coils visible. Essure then place into left tube with 4 coils visible diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion the right essure device is adequate in position with occlusion of the right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: pfs received event "bladder or urinary problems or changes: I would pee my pants" was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pain ("pain"), dizziness ("dizziness/lightheadedness"), alopecia ("hair loss"), weight increased ("weight gain"), anxiety ("anxiety"), migraine ("migraines"), tooth disorder ("dental issues"), vaginal discharge ("vaginal discharge") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (had surgery to remove the essure in 2015 and in 2016). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, autoimmune disorder, pain, dizziness, alopecia, weight increased, anxiety, migraine, tooth disorder, vaginal discharge and dyspareunia outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, device dislocation, dizziness, dyspareunia, genital haemorrhage, migraine, pain, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: she had surgery to remove the essure in 2015 and in 2016 incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.